Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert triggered due to a sudden increase to high/infinite impedance on the right ventricular (rv) defibrillator coil. A rv coil fracture was suspected. It was further noted that the far-field electrogram exhibited noise on the epicardial pace/sense rv lead. The rv lead had been implanted off-label with the rv coil sutured on the outside of the heart. The leads remain in use. No patient complications have been reported as a result of this event.